Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 289 mg/dl at the time of incident and the current blood glucose of the patient is 541 mg/dl. Customer reported other blood glucose values were 486 mg/dl and 581 mg/dl. The customer experienced symptoms such as headache and feeling shaky. Customer received no delivery alarm. Customer report they did not allege pump was under delivering. Customer treated with insulin pump and manual injection. Customer declined troubleshooting. The insulin pump will not be returned for analysis.